Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air flow issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The operations quality engineer was notified about this issue. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported an issue with the involved tr band with the inner plastic adhering to the inflatable balloon. It was impossible to separate the two sides without damaging the balloon section designed to maintain pressure on the radial artery, causing immediate deflation. The balloon adhered to the band and could not retain air. This statement was provided by the technician who filed the report. The procedure type performed was radial. The event occurred post-operative. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Additional information was received on 11 june 2024: a different lot number was utilized to achieve hemostasis.